Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time. Labeling review: warnings: "...warning: metallic implants can loosen, fracture, corrode, migrate, or cause pain.."

Event description:
Information was received that alleged the magec rod had a pin break. On (B)(6) 2019 the physician removed the rod due to definitive time without any reported incidents.